Event description:
It was reported to philips that the machine failed to switch on, resolved by reseating ram on sbc on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated the ram on the single board computer and restored the system to working condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).